Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was stuck in the open position and the solenoid was hot to touch. A field service engineer (fse) replaced the latch and the wiring harness to resolve the issue. The fse also found alignment issues between the latch housing and the hasp. Further the fse adjusted the position of latch housing and tested the remote manager using the open/close latch test in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed. The customer attempted to recover the remote manager, but it returned the error message "device not on bus." However, there were no delays or adverse events or injuries reported based on this event.